Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. The patient was hospitalized for the event and treated with ancef (dose, duration, frequency and route not reported). At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Dianeal therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.